Event description:
A company representative reported that the neck of a yukon polyaxial screw fractured intra-operatively and that the fractured screw shank remains implanted in the patient. The procedure was completed successfully with no surgical delay.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.